Event description:
It was reported that a continu-flow administration set disconnected at the y-junction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had been underinserted into the y-site. Leak testing was performed and the set leaked at the junction between the y-site and the tubing. The reported condition was confirmed. The cause of the condition was determined to be due to a manufacturing issue. The production process was updated and awareness training was performed to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.